Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had blisters on her back under the therapy electrode pads. The patient received the blisters while in the hospital, and the hospital staff used a cream on the blisters. Follow-up indicated that the blisters had improved.